Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) was inaccurate. The hcp did not specify the amount of inaccuracy, but said that while they were at the skull base, the software was showing that they were in the eye/brain. The hcp continued using the navigation system and the issue caused no delay to the procedure. No impact on patient outcome. Patient archives were looked at an the exam spacing and thickness was 2.5 mm which is outside of the recommended protocol. There was no registration pattern on the archive, but there were visible stair stepping in the 3d model. Technical services recommended that the site uses scans within our protocol.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.